Manufacturer narrative:
Product ID 97755 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(4) implanted: explanted: product type programmer, patient : analysis of the recharger (B)(4) found that there was no anomaly: fdm (B)(4) and fdr (B)(4) apply to the recharger . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product type: recharger, product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that there was difficulty with recharging. It was reported that the ins can't get charged above 30% and it sucks out the battery from the controller faster than normal. The patient reported that they have a return of pain. It was reported that the controller battery was charging. The patient reported that they met with the manufacturer representative and reprogramming was done and this helped to control the pain. The patient reported that the controller screen was frozen but when the battery was removed and re-inserted, the issue was resolved.